Event description:
Boston scientific crm received information that the left ventricular (lv) lead exhibited high threshold measurements. During a device change out procedure for normal battery depletion, it was discovered that the lead had dislodged. The lv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated.